Event description:
Reported due to hypotension requiring intensive care treatment. In 2006, patient underwent stenting of the right internal carotid artery. A 6.0 mm emboshield was successfully deployed, followed by an xact stent. Post procedure, the patient became hypotensive and required transfer to the intensive care unit for blood pressure support. Specific treatment for blood pressure support is unknown by abbott personnel. Patient was alert but experienced an episode of confusion. Patient was discharged home from the hospital on 03/18/2006.